Event description:
On (B)(6) 2020 mpxr 751909 (hcp, rep): information was received from the healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was manipulating device in the pocket and flipping the ins until the leads were coiled together all the way from the pocket to the anchors. The patient was playing with the device. It is unknown of any diagnostics and troubleshooting was performed. The leads and ins was explanted and the issue was resolved. The healthcare provider (hcp) doesn¿t believe it was a product related issue. The patient was playing with her device and flipping it in the pocket. (B)(6) 2020 rp: no new information.

Manufacturer narrative:
Product analysis (B)(4):analysis information -- 2020-12-04 11:25:07 cst pli# 10 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Visual examination revealed a punchout hole in the setscrew grommet; however, testing of the programmable features and output ranges determined that the implantable neurostimulator (ins) was functioning normally. 2020-12-04 12:51:09 cst pli# 20 product ID# 3777-75 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation of the lead was twisted. 2020-12-04 12:54:24 cst pli# 30 product ID# 3777-75 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the outer insulation of the lead was twisted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: lead. Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: lead. Product ID: 3777-75, serial/lot #: (B)(4), ubd: 20-mar-2014, UDI#: (B)(4). Product ID: 3777-75, serial/lot #: (B)(4), ubd: 26-dec-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was manipulating device in the pocket and flipping the ins until the leads were coiled together all the way from the pocket to the anchors. The patient was playing with the device. It is unknown of any diagnostics and troubleshooting was performed. The leads and ins was explanted and the issue was resolved. The healthcare provider (hcp) doesn't believe it was a product related issue. The patient was playing with her device and flipping it in the pocket.